Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during breast implant, during the closing of breast incision, the thread was released from the needle before the suturing started. The surgeon used another suture to resolve the issue. There was no patient injury.